Manufacturer narrative:
Evaluation summary: (B)(4): the device was returned and analyzed and no anomalies were found. (B)(4): the proximal segment of the lead was returned and analyzed and no anomalies were found. There was outer insulation cosmetic depression. (B)(4): the proximal segment of the lead was returned and analyzed and no anomalies were found. There was outer insulation cosmetic depression. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
An implantable cardiac defibrillator (ICD) and two leads were returned from an unknown source with no information. Information identified in the manufacture's data base indication the patient died approximately three months post the implant of the ICD. Cause of death will be requested.